Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v668700, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had not used their device for two months because they didn't feel comfortable operating the system and someone showed them how to do it and would come to their home to adjust it but no longer did. The patient felt urgency but tried to go to the bathroom and the patient couldn't urinate. It was reported that the patient tried to turn it on yesterday and was turning it up this way or that way and didn't know if they were doing it right because they weren't feeling anything. It was noted that the patient's last program setting was 2 months ago. On 2011-(B)(6) the patient had program 2 decreased from 0.90v to 0.70v and the results were that the patient still had inability to urinate without straining. It was reported that on another day the patient changed from program 2 to program 1 and adjusted from 0.40v to 0.60v. It was noted that a nurse came out to see the patient through their health care provider's (hcp's) office up until (B)(6) 2012 and felt the person did all they could do. It was reported that the event or symptoms occurred following a fall. The patient fell really bad a year and half ago and then again five months ago but not as bad. It was reported that the patient was on program 1 at 1.30v with no lightning bolt. The patient's prior settings were program 2 at 1.3v, program 3 at 0.0v, and program 4 at 0.0v. It was reported that the patient was not able to adjust stimulation. It was noted that the device was powered off. The patient was not feeling the stimulation at 3.9v. It was reported that the patient increased stimulation up to 6.5v and was getting the screen stating that they couldn't go any higher and didn't feel stimulation. Stimulation was changed and the patient felt stimulation on program 2 at 1.3v in sitting position on their right side. The patient was comfortable at 1.3v and every now and the felt a volt of electricity when they were just sitting. It was reported that the patient decreased the setting down to 1.2v and was still getting shocking but it was bearable. The patient decided to bring it down to 1.1v.